Manufacturer narrative:
(B)(4) - the actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed in which there were no alarms or problem that occurred. The heater tray scale was not obstructed. The system air leak and valve actuation tests passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called in because he said that when he was in treatment, he felt very full, so he started a stat drain. According to the records, the patient drained out 4062ml during drain 3 of 5. A follow up call was made to the patient's nurse who reported that there was no patient injury due to the overfill. Drain 0- 1319 fill 1- 1999 drain 1- 1954 fill 2- 1999 drain 2- 1582 fill 3- 1999 drain 3- 4062 the reported drain volume of 4062 is 203% over the expected drain volume which resulted in a reportable device malfunction.